Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. Event log has lots of alarm #2. When testing the device, the flow rate was 0 l/min and no water filling. The circulation pump was replaced. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no water flow in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Symptoms were detected during equipment inspection. Per follow up information received via email on (B)(6) 2024, repairs would be performed at the customer's site. The symptom of the no water flow was confirmed. It was confirmed to be a circulation pump assembly problem. Repairs would be carried out after confirming the customer's request to repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no water flow in an arctic sun device. Per review of wo on 27mar2024, there was no patient involvement. Symptoms were detected during equipment inspection. Per follow up information received via email on 27mar2024, repairs would be performed at the customer's site. The symptom of the no water flow was confirmed. It was confirmed to be a circulation pump assembly problem. Repairs would be carried out after confirming the customer's request to repair.